Event description:
Customer reports that : "a bactiseal catheter was implanted in 2006. Returned gram positive coag neg staph in 11/06 (abominal pseudocyst)". No product returned for eval.

Manufacturer narrative:
It has been communicated that the device and lot number is not available for eval. Without the device and lot number, codman is unable to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be reopened, investigated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.